Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering low inspiratory pressure. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has requested additional information about the patient, but no response has been received.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering low inspiratory pressure. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The initial reporter responded to ventec's request for patient information and stated that no further information is available.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 ¿ section b5, describe event or problem, of the initial medwatch report stated: an authorized service provider (asp) contacted ventec to report that the device was delivering low inspiratory pressure. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has requested additional information about the patient, but no response has been received. Section b5, describe event or problem, of the initial medwatch report should have stated: an authorized service provider (asp) contacted ventec to report that the device was delivering low inspiratory pressure. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The initial reporter responded to ventec's request for patient information and stated that no further information is available.

Manufacturer narrative:
H6: upon receipt of the device, ventec downloaded it's electronic records (system logs) for analysis. Ventec confirmed that the device had previously logged alarms due to low inspiratory pressure, as well as patient circuit disconnect, however, those alarms did not occur on the reported date of event. The device was then evaluated by ventec, but the reported issues of low inspiratory pressure and patient circuit disconnect alarms could not be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.